Event description:
It was reported via repair work order that the head end brakes would not hold due to broken/damaged brake adjuster. However, the foot end brakes could still hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.